Event description:
Patient reported to be in the ICU after receiving a full revision (generator and lead) due to having bradycardia every five minutes. The patient's settings were lowered and the patient is reported to be doing fine. The patient has not had a seizure since the revision and the settings were approved by the physician in the hospital. No other relevant information has been received to date.